Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for eight days for the peritonitis event. While in the hospital, the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency were not reported) for peritonitis. The day after the patient was discharged from the hospital, the patient was treated at the pd clinic with ip vancomycin (1.5g, as well as the next day and three days later) for peritonitis. The patient¿s outcome was not reported. The patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.